Event description:
During a follow up call to the facility nurse on (B)(6) 2011 for an unrelated issue, the nurse advised the patient had experienced a peritonitis in (B)(6) 2011. It is unknown if the patient was hospitalized for this event. It is unknown if an exit site infection was present. It is unknown what interventions were required. The patient has been transferred to a rehab facility and no further information is available. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (h11e18107) with no defects noted. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted.